Manufacturer narrative:
The device was not returned for evaluation. A review of the similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of occlusion is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was successful using a prostyle device after a percutaneous transluminal coronary intervention procedure, using a 6fr sheath. However, an occlusion occurred which required treatment with a covered stent to revascularize the leg. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.